Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (serial: (B)(6)); product type: 0184-catheter; brand name: indura; product ID: 8709 (serial: (B)(6)); product type: 0184-catheter; product ID: 8598a (serial: unknown); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine via an implantable pump for non-malignant pain. It was reported that a dye study was done yesterday and they were unable to aspirate when they went to do a catheter revision. The caller stated that the healthcare provider wanted to go to the back to see if they had csf backflow so they cut the catheter. It was noted that the patient had an old 8709 catheter that was already broken in their back; the healthcare provider wanted to use the old intrathecal segment of the 8598a to try to connect it with the old catheter but they had some problems getting the needle into the intrathecal space. It was mentioned that it appeared that they had bent the needle some trying to get into the correct area. It was discussed that  the old piece of the catheter would be left in the patient. The healthcare provider then decided to put in a whole new catheter in the patient and everything was fine afterwards.